Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the dermatome device had an electrical fault in the lead between the dermatome and the power pack. It was reported the device was not in contact with the patient. No injury is alleged.